Event description:
It was reported that during an abdominal supracervical hysterectomy procedure, the blade would not retract after squeezing the handle. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: did the surgeon attempt to manually open the jaws with his fingers? If no: ¿was the device on a vessel/artery when it would not open? ¿if yes, how was the device removed? (I.e. Cut off, forced opened). ¿if cut off, did this cause a change in the plan of care for the patient? ¿did the removal cause any damage to the vessel/artery? ¿if yes, what is the damage and how was the damage repaired? As you aware if he surgeon pressed the energy activation button? ¿the energy activation button unlocks the I-blade knife. The I-blade knife cannot be advanced to transect tissue without fully pressing the energy activation button. Did the surgeon hear the tone changes?

Manufacturer narrative:
(B)(4). The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During functional testing, the blade did not return after the handle was depressed and the jaw did not open. The jaws were opened by applying an opening force on the handle with two hands. The knife blade was buckled which resulted in the jaws not opening.